Event description:
It was reported that the blood collected in the bd vacutainer® k2 edta (k2e) blood collection tube was "too watery" to run a complete blood count test on, resulting in erroneous labs and requiring a redraw. The following information was provided by the initial reporter: several times over the last couple of weeks the lab is saying the blood is too watery to run the cbc. It¿s always in a lavender tube. They also had a result wednesday were the patient¿s labs were way off. She confirmed reference number of product to be 367856, both issues were on date 05/15/2019. The lot number is not known therefore sample availability is unknown as well. In regards to erroneous results issue, patient identifier is unknown, test performed was a cbc, test range is unknown and patient ranges are unknown. Patient was redrawn with normal cbc result but those results are unknown.

Manufacturer narrative:
The awareness date has been updated. The following information has been corrected: g.4. Date received by manufacturer: 2019-05-17. H3 other text : see section h.10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the blood collected in the bd vacutainer® k2 edta (k2e) blood collection tube was "too watery" to run a complete blood count test on, resulting in erroneous labs and requiring a redraw. The following information was provided by the initial reporter: several times over the last couple of weeks the lab is saying the blood is too watery to run the cbc. It¿s always in a lavender tube. They also had a result wednesday were the patient¿s labs were way off. She confirmed reference number of product to be 367856, both issues were on date (B)(6) 2019. The lot number is not known therefore sample availability is unknown as well. In regards to erroneous results issue, patient identifier is unknown, test performed was a cbc, test range is unknown and patient ranges are unknown. Patient was redrawn with normal cbc result but those results are unknown.